Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high impedance. The lead was not used and replaced.